Manufacturer narrative:
(B)(4).

Event description:
Procedure: distal pancreatic resection. According to the reporter: the device stapled and cut. However, when it was time to release it, the device would not open. An additional stapler and reload was placed proximal to the existing un-opening stapler load and the stapler worked for that firing.